Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was placement difficulty of the right ventricular (rv) lead during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted. No patient complications have been reported as a result of this event.